Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the physician deployed the xience v in the left anterior descending artery. Post-deployment the physician noted a dissection at the distal edge of the stent which required another xience v to cover the area. No patient effects were reported. No additional information was provided.